Event description:
The manufacturer received information from uno legal litigation in reference to a repaired dream station CPAP with an allegation of dizziness, headache, nausea, vomiting, kidney disease/toxicity, lung disease and other. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a supplemental report will be filed.